Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va3473x implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported the patient was initially implanted on (B)(6) 2025 with the lead and battery. Shortly after being implanted, the patient's lead migrated and had to be replaced. The rep noted that the lead migrated the same day of the procedure, and they believed the lead migration occurred when the patient was moved from the operating room to the post-anesthesia care unit (pacu). The rep stated a new lead was implanted with successful motor thresholds, and they were only made aware of the migration on 2025-jun-09 when the patient showed up for their revision.

Manufacturer narrative:
H3: analysis of the returned ins (s/n: (B)(6)) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 3093-28, lot#: (B)(6) serial#, implanted: on (B)(6) 2012, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot#: (B)(6), ubd: 20-oct-2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's lead was being replaced because it was "not in a good place" but they were keeping the existing ins.